Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. There was no image when used with 180 series scopes. The issue was due to a faulty printed-circuit board. Also found was the bottom chassis was corroded. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. Based on the following obtained facts, it was likely that the phenomenon occurred due to a failure of the patient substrate (ap substrate, dr substrate). The failure status of the patient board set could not be checked, so it was not possible to identify the cause of the failure. · failure of the patient board set was confirmed at the time of repair inspection. · regarding events in which no endoscopic images were obtained in combination with the 180-system scope, it was confirmed that the dr substrate was changed in design on april 16, 2018, but it was unknown from whether the complex occurred due to a similar cause. The instructions for use (IFU) provides the following guidelines: ¦ [3.1 precautions for installation and connection] use the video system center only under the conditions described in ¿environment¿ on page 368 and ¿specifications¿ on page 369. Otherwise, improper performance, compromised safety and / or equipment damage may result. ¦¿8.1 care¿ after using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely. 1 turn the video system center off and disconnect the power cord from the wall mains outlet. 2 when the video system center is soiled with blood or other potentially infectious materials, wipe off all debris using a piece of gauze moistened with neutral detergent. 3 remove dust, dirt, and other stains on the surface by wiping with a piece of gauze moistened with 70% ethyl or isopropyl alcohol. 4 make sure to dry the video system center after wiping with 70% ethyl or isopropyl alcohol.

Event description:
It was reported by the customer, during preparation for a therapeutic endoscopic ultrasound (eus) procedure, the evis exera iii video system center presented error codes when used with several eus / linear / radial style scopes - ut180 series scopes. A travel cart was brought in, and the intended procedure was completed. There was a surgical delay of thirty (30) minutes. No other devices were replaced during the procedure. The scopes were working as intended. The same issue occurred for two (2) different cases on the same day. No patient harm reported. During the evaluation of the device, it was noted there was no image with 180 series scopes due a faulty printed-circuit board. This report is to capture the reportable malfunction of no image with 180 series scopes due a faulty printed-circuit board noted at estimation. This complaint is related to (B)(6).